Manufacturer narrative:
The following fields were updated due to additional information: d10 device available for eval?: yes. D10 returned to manufacturer on: 2/9/2021. H6 investigation: customer returned (8) loose 31gx8mm, 0.3ml insulin syringes consumer reported needle hub separated when removing shield, and when she removes the cap the plunger rod falls out of barrel. All 8 returned syringes were examined, and it was observed that 1 syringe exhibited a separated needle hub/shield assembly; no damage to the barrel tip was observed. Removing the cannula shield from the other 7 returned syringes did not result in hub separation. It was also observed that 5 of the 8 syringes were returned with a loose plunger rod assembly ¿ the stoppers were properly attached to the plunger rods. No evidence of manufacturing defect was observed on these syringes. The alleged plunger rod separates issue could not be confirmed as the syringes were returned after use, and no manufacturing defects were observed. Unable to perform a DHR review for needle hub separates and plunger rod separates due to unknown lot number. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger rod separates) root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that a bd syringe 0.3ml 31ga 8mm 10bag 500 wal separated from hub and had its plunger fall out before use. The following was reported by the initial reporter: "it was reported that the needle hub separated when removing the shield and when removing the cap, the plunger rod falls out of the barrel. Verbatim: pet owner reported, needle hub separated when removing shield stated, when she removes cap, plunger rod falls out of barrel shields are not hard to remove."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for needle hub separates and plunger rod separates due to unknown lot number.

Event description:
It was reported that a bd syringe 0.3ml 31ga 8mm 10bag 500 wal separated from hub and had its plunger fall out before use. The following was reported by the initial reporter: "it was reported that the needle hub separated when removing the shield and when removing the cap, the plunger rod falls out of the barrel. Pet owner reported, needle hub separated when removing shield stated, when she removes cap, plunger rod falls out of barrel shields are not hard to remove".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd syringe 0.3ml 31ga 8mm 10bag 500 wal separated from hub and had its plunger fall out before use. The following was reported by the initial reporter: "it was reported that the needle hub separated when removing the shield and when removing the cap, the plunger rod falls out of the barrel. Verbatim: pet owner reported, needle hub separated when removing shield stated, when she removes cap, plunger rod falls out of barrel shields are not hard to remove"